Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is against the battery cap alone. The reporter stated that the battery cap was in the locked position and could not be removed. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: the threads on the returned battery cap were observed to be stripped and the cap was difficult to remove from the pump because of the stripped threads. The battery cap contact for height and width were within specifications. No damage was found to the battery chamber threads. A test cap was inserted and was able to be fully tightened until the o-ring was seated and the cap was flush with the pump case. There was no issue with removing the test cap from the pump during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.